Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call low blood glucose levels. Customer's blood glucose level was 29 mg/dl. Customer experienced being cold, sweating and they treated their low blood glucose with a glucagon shot from their spouse. Customer's spouse tried to give orange juice to patient but they were unable to as the patient resisted.